Manufacturer narrative:
Results: the indigo system aspiration catheter d (catd) was fractured approximately 0.6 cm from the hub. Conclusions: evaluation of the returned device revealed that the catd was fractured near the hub. This type of damage likely occurred from forceful handling of the cat d at extreme angles during use. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter d (catd). During the procedure, the physician noticed that the catd was leaking from the hub. Therefore, the catd was removed and the procedure was successfully completed using a new catd. There was no report of an adverse effect to the patient.